Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The device was left to run overnight with no errors occurring. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited intermittent connection issues with the communication module and a bubble underneath. There was unknown patient involvement, and unknown patient harm or adverse event was reported.